Event description:
On september 10, 2009 the lay patient contacted lifescan (lfs) alleging that his one touch ultra meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient said the product issue first started the previous month. The patient said he took his usual dosages of lantus and aspart insulin and metformin three weeks prior at 8:30 pm. At 10:00 pm, the patient claimed, he had a seizure. A result of 36 mg/dl was obtained on an emergency medical services meter and the patient was treated with IV glucose. The cca noted that the lfs meter turned on when the power button was pressed, but did not turn on with test strip insertion. The patient's products were replaced. This complaint is reported because the patient alleges the lfs meter did not turn on. He took his usual dose of insulin and oral diabetes medication and 90 minutes later suffered a seizure. The patient claims emt's received a low blood glucose reading and treated him with IV glucose.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.